Event description:
It was reported the patient had a PICC line inserted on (B)(6) 2026, and aspiration tests showed no issues. During the night shift on april 10, the nurse observed a blood clot approximately 3 cm long upon aspiration. On april 11, aspiration revealed another blood clot measuring 0.5 cm. Following a consultation with the intravenous therapy team, the risk of PICC line damage was assessed. After discussion with the physician, the PICC tubing was removed. During flushing, three damaged areas were discovered 1 cm from the tip. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged PICC is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong nxt clearvue catheter was returned for evaluation. Additionally, one photograph of a syringe was returned for evaluation. An initial visual observation of the photograph and video showed the device with several drops of a clear liquid leaking near the distal tip of the catheter. It was not clear if the leaking was emanating from the valve or a separate split in the tubing. The photograph of the syringe depicted a red, transparent liquid and what an appeared to be a blood clot was seen floating in the syringe. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.